Event description:
A gravida 1 pt presented to labor and delivery at 31 weeks gestation with spontaneous active labor and cervical dilatation of 5 to 6 cms with bulging bag of water. Tocolysis was not undertaken. She progressed to complete and pushed for approximately 90 minutes. A kiwi vacuum extractor was applied one time with delivery of the infant. The baby had poor tone and no spontaneous respirations. He was intubated in the delivery room and was taken to the level 2 nursery for further care. The infant was bagged during the transfer. Upon reconnection of tubing in the level 2 nursery, there was a sudden resistance while bagging and immediate distention of the chest. Emergent bilateral needle thoracostomies were done with good air movement noted. The heart rate was 30-40 and a code was called. Extensive resuscitation occurred as well as consultation with a tertiary facility for transfer arrangements. Upon arrival of the transport team (over land due to weather conditions), it was determined that the infant was in a moribund state. Withdrawal of life support was recommended and upon consultation with the parents, this was accomplished. The infant passed away about 30 minutes later. A coroner's autopsy report was received on march 5, 2008 and preliminary gross findings were: subgaleal & periosteal hemorrhages. Soft tissue hemorrhages of the right upper chest. Toxicology is pending. It has been concluded that a tubing misconnection resulted in the bi-lateral pneumothoraces.